Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: battery communication error no health consequences and impact. Patient involvement is unknown.

Manufacturer narrative:
It was alleged that the device alarmed with battery communication error during pre operational check. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of this event could not be determined. The device had been repaired by a third-party service provider not authorized by the manufacturer, and post-repair verification according to hamilton's safety and performance standards was not possible. The hospital has been advised to use authorized service providers. As per common local practice in country of the event, the user reported this issue to the competent authority. The event was then verified by the local hamilton medical subsidiary through a report submitted to the local competent which was accepted. No further action needed.